Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that it hadn't been working, and was no longer in use. The caller was requesting MRI compatibility guidelines, but it was noted that the MRI was not related to the device or therapy. No further patient complications are anticipated or expected as a result of this event.